Event description:
It was reported that during a procedure performed on (B)(6) 2019, utilizing the reform pedicle screw system, while tightening a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip piece was removed and the procedure was completed with no patient injury or delay to the procedure.

Manufacturer narrative:
H3 evaluation - the fracture was examined with the aid of a 5x loop. The fracture is comprised of ragged non-planar surfaces. The complaint does not note tightening technique employed or any difficulties that may have been encountered. The cause for the fracture cannot be ascertained from this complaint. Prior high torsional loads with applied bending moments is a likely cause for crack initiation that subsequently resulted in the observed failure. Review of device history records found (B)(4) pieces of lot 33966mm were released for distribution on 4/13/2018 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature. No corrective actions are being recommended since this is the first failure of this nature for this lot of parts and due to the low failure rate for this design.

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other: distributor inventory associate. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2019, utilizing the reform pedicle screw system, while tightening a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip piece was removed and the procedure was completed with no patient injury or delay to the procedure.